Event description:
It was reported there was an infection. It was reported there was cellulitis at the implantable neurostimulator (ins) following implant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).